Event description:
It was reported that during a coronary stent procedure, the physician was attempting to stent an lad lesion that had previously been stented. He unsuccessfully attempted to pass the express2 through the previously placed stent. The delivery/stent device was removed and another manufacturer's stent device was removed and another MFR's stent was deployed to complete the procedure. Upon examination of the express2, it was noted that the stent had a :"slight lip" on the leading edge of the stent. No pt injuries or complicatons occurred.